Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the patient received anti-tachycardia pacing (atp) and three shocks for rapid ventricular response (rvr). The atp accelerated the rhythm to the ventricular fibrillation (vf) zone. The last shock did slow the rate. Approximately three weeks later the patient received additional anti-tachycardia pacing (atp) and eight shocks for rvr due to atrial fibrillation (af). Therapy was exhausted. It was also noted that the cardiac resynchronization therapy defibrillator (crt-d) was showing out of range right atrial (ra) impedance measurements, however there is no ra lead attached to the device. Boston scientific technical services (ts) advised to turn off daily measurements for the ra lead. The crt-d remains in service and no additional adverse patient effects were reported.